Event description:
It was reported that following a robotic laparoscopic prostatectomy procedure, when the Arm Cart Assembly was reconnected to pull the logs, an alarm for communication error occurred as soon as the Arm Cart Assembly powered on and prior to calibration. Following the communication error, the Tower system generated a non-recoverable error instructing to stop all system use. The system was shutdown and restarted without the Arm Cart Assembly, after which it powered on normally. There was no patient involvement.

Manufacturer narrative:
H3) Preliminary Device Evaluation: Medtronic is leading an evaluation of the reported Tower 120V. Two images were received for evaluation. Both images depicted error messages displayed on the Operating Room Team Interactive (ORTI) screen of the Tower. In one image the messages stated, "Arm 3: WARNING: Arm error. Withdraw instrument, unplug and reconnect arm. If error reoccurs, remove arm from use; contact Medtronic support.", "Arm 2: WARNING: Arm error. Withdraw instrument, unplug and reconnect arm. If error reoccurs, remove arm from use; contact Medtronic support.", "Arm 1: WARNING: Arm error. Withdraw instrument, unplug and reconnect arm. If error reoccurs, remove arm from use; contact Medtronic support." and "WARNING: System non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use.". In the other image the messages stated, "WARNING: System non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use.", "Arm 4: WARNING: Arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." and "Arm 4: WARNING: Arm communication error. Regain surgeon control. If error reoccurs, discontinue use of arm and contact Medtronic support.". Evaluation of the associated device logs indicated that Tower experienced an occurrence of an error code for 'Error Handler: Excessive System Controller or System Reset Count Fault'. This error indicates that the Main System Controller (MSC) error counter failure got set to true since the system reset counter was larger than the total system error counter, indicating that there was an issue with the error handler subsystem, leading to the system experiencing a non-recoverable error. The occurrence of this error code put the Arm Cart Assembly's into a soft stop as an after effect, while triggering an error code for 'Arm Soft Stop'. This error reports a message stating, "WARNING: System non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use.". Further evaluation of the reported Tower 120V is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.